Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR #1225714-2013-00990.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2013-00990 and 1225714-2013-00991.

Event description:
The additional information received alleges the patient experienced cardiac arrest.